Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed, the cross clamp is released and the heart is allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb support is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explantation of one valve and implantation of another valve may result in complications. In this case, during valve replacement, a pledget was lost in the left ventricle and could not be found in spite of an extensive search including opening the left atrium. Based on the information received the cause of the event cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 19 mm valve was explanted at implant due to significant aortic insufficiency. The patient had a small annulus and aorta, so there was not much room to tie down the knots. There was a possibility of a strut being deformed. The valve was replaced with another 19 mm valve. During replacement, a pledget was lost in the left ventricle and could not be found in spite of an extensive search including opening the left atrium. The patient was undergoing avr/mvr/tva surgery. Postop tee showed trace central aortic insufficiency with no paravalvular leaks. The mean gradient across the new aortic valve was 6 mmhg. The patient was taken to the ICU in stable condition, having tolerated the procedure well. The patient was discharged home on pod #7.